Event description:
Patient had intrathecal pump and catheter placement for post laminectomy syndrome on (B)(6) 2011. Patient had a malfunction of the intrathecal pump where it stopped working. It was found that the device's battery had failed. Battery failure was 22 months prior to the expected date of expiration. Patient was admitted for outpatient surgery on (B)(6) 2016, for pump replacement and was discharged the same day in stable condition. (B)(4), medtronic representative, took possession of the device on (B)(4) 2016. This report was emailed to ms. (B)(4) on behalf of medtronic.